Manufacturer narrative:
Occurrence date (B)(6) 2017. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a small volume folfusor leaked. The pump was filled with 5fu and sodium chloride. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.